Event description:
Balloon burst.

Manufacturer narrative:
It stated on the report that the physician did not use an inflation device with pressure gauge as recommended by the instructions for use. The physician used an injector which does not allow for a controlled inflation and the actual atm at which the balloon burst can not be determined.